Manufacturer narrative:
It was reported that the delivered o2 concentration was different that set value. Furthermore, low o2 concentration alarm was found in provided log files. The ventilator was investigated by our field service engineer on-site, the unit passed pre-use check and there was no problems detected with the o2 measurements. No parts have been replaced nor returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).

Event description:
It was reported that the delivered o2 concentration was different that set value. Furthermore, low o2 concentration alarm was found in provided log files. There was no patient harm. Manufacturer's ref. #: 837372.